Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. The customer's blood glucose reading at time of call was 789mg/dl. The mother stated that she is unsure about the issues, but the mother took her in with high glucose level. No further information was provided.